Manufacturer narrative:
This submission is for the 2q17 asr serious injury events for rotary niti file breakage under asr exemption # 2007004. This report summarizes eight serious injury events. There were three events where file breakage resulted in patients needing an apicectomy. There were five events where the file could not be retrieved which remained in patients root canals and the broken piece was incorporated into the filling. Two devices were not returned for evaluation. We received six of the eight devices for evaluation, of which: one device was found to be within specification. Five devices were received in a condition making evaluation impossible.

Event description:
This submission is for the 2q17 asr serious injury events for rotary niti file breakage. This report summarizes eight serious injury events. There were three events where file breakage resulted in patients needing an apicectomy. There were five events where the file could not be retrieved which remained in patients root canals and the broken piece was incorporated into the filling.